Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for the evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.